Manufacturer narrative:
As the lead remains in the patient, it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up, this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of ventricular capture. It was determined that the lead had dislodged. A revision was performed and the rv lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.